Event description:
The "head of bur sheared off within seconds of making contact with bone". This occurred during a bur hole procedure. The facility reported there was no pt injury. Although this was reported by a user to a foreign distributor, the distributor did not notify the MFR of the event.